Event description:
It was reported that during spinal surgery the doctor used the xia torque wrench for the final locking of the blocker, when the six hexagon head of xia torque wrench fractured, and fell into the patients' body, the fractured pieces were removed immediately. There is no report of adverse consequences in this event to the patient.